Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in an unknown coronary artery. The 3.5x20mm omega stent "was passed down the catheter the stent looked like it was already opened". The device was removed. No patient complications were reported. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device lot number, device expiration date: corrected. Device avail. For eval, returned to MFR. On, device returned to MFR. Device evaluated by MFR: examination of the returned device revealed the stent delivery system (sds) and stent were received. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. In the first row, on the distal end of the stent there were struts that were bent, flared and overlapping. The distal tip was damaged. No other damage or irregularities were observed. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'not confirmed'. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in an unknown coronary artery. The 3.5x20mm omega stent "was passed down the catheter the stent looked like it was already opened". The device was removed. No patient complications were reported. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.